Manufacturer narrative:
(B)(4)

Event description:
Medtronic received additional that after the solitaire device was used, the patient had a competitor stent implanted within the m1 of the middle cerebral artery to treat a pre-existing arteriosclerotic lesion in the artery. The patient's clinical status improved significantly post procedure. Nihss was 19, 6, and 0 (at baseline, 1 day post procedure, and 6 days post procedure). The re-occlusion of m1 segment occured seven days post procedure.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Vascular occlusion is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire fr instruction for use.

Event description:
Medtronic received information that a patient experienced re-occlusion of the right m1 middle cerebral artery (mca) that was previously recanalized by a solitaire device. It was reported that the patient was treated with solitaire for an acute ischemic stroke due to an occlusion in the right m1 segment of the mca. The procedure was successful with an improvement of the tici score from 0 to 2b. No device issue was reported during the procedure. Seven days post procedure, the patient developed left hemiplegia and aphasia. MRI and mra showed m1 mca re-occlusion and with infarction of the surrounding area. Percutaneous transluminal angioplasty (pta) was performed on the same day and the vessel was revascularized with tici3. The physician determined those conditions were not associated with the use of solitaire device; however, the physician could not deny that the use of the solitaire in the vessel with arteriosclerotic lesion may have somehow damaged the inner membrane of the vessel which could possibly cause the vessel re-occlusion. The patient hospitalization was prolonged due to the re-occlusion of the vessel and remains aphasic at the time of discharge. The patient's had mrs of 2 at immediately, 30 days, and 90 days post solitaire procedure.